Manufacturer narrative:
(B)(4).

Event description:
It was reported the sheath introducer in kit was burred at end and had a tiny hole. This made the insertion process difficult as well as difficulty removing the sheath. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for evaluation. The complaint of sheath body damage was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage." The customer report of sheath body damage was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on the potential lot with no relevant findings identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the sheath introducer in kit was burred at end and had a tiny hole. This made the insertion process difficult as well as difficulty removing the sheath. No patient harm reported. The patient's condition is reported as fine.